Event description:
Information received indicates that a patient was seen in the echolab for his routine 6 months post operative echo. The echo showed that the valve was leaking massively. The echo was copied on a cd rom and sent to medtronic. The valve remains implanted.

Manufacturer narrative:
Analysis : without returned product, evaluation is limited. The cd of the echo was reviewed by an outside consultant. The color flow imaging demonstrates aortic prosthetic regurgitation but the severity was difficult to ascertain because of limited information. Color flow imaging, however, suggested that it was not severe and was likely moderate in severity. The product device history record was reviewed and found to be complete and correct, indicating that the valve met manufacturer's specifications when released for distribution. Conclusion: no product has been returned. No conclusion can be drawn for the reported product problem.